Event description:
The recipient reportedly experienced swelling, pain and device extrusion starting in (B)(6) 2021. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The external visual inspection revealed the electrode array was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This device passed all of the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was given several medications (type unknown) prior to explant. The recipient had an infection that has resolved since the explant surgery. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.